Event description:
Customer reported the insulin pump alarmed button error. Customer did not know blood glucose level. Customer reported the customer's son was in the shower and when he picked up the device it alarmed button error. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, severely scratched display window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.